Manufacturer narrative:
Additional info: additional information was provided and reported symptoms were first observed one week post surgery. A non-johnson & johnson lens was successfully implanted as a replacement. The patient's outcome post-operatively reported patient had a headache from the medications. The explanted iol was discarded. Further information was provided and reported medication (med) myostat was used which is common med, but it is not standard. This med is used at the physicians discretion. A headache postoperatively is normal and resolved when medication wore off. No other information was provided. The following sections have been updated accordingly: section a2, a5: unknown/asked but unavailable (asku). Section b3: date of event: exact date not provided. Only provided as one week post surgery. Section e1: title: dr. Section e1: first/given name: (B)(6). Section e1: last name: (B)(6). Section e3: occupation: physician. Section h6: type of investigation: 4115. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Correction: upon further review, it was noted that clinical code 2138 visual acuity decreased was inadvertently not included; therefore, it is captured in this supplemental report: clinical code 2140 visual disturbances-dysphotopsia-persistent has been removed. The following section has been updated accordingly: section h6: health effect - clinical code: 2138 visual acuity decreased. Section h6: health effect - clinical code: 2140 visual disturbance- dysphotopsia is no longer applicable. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's right eye due to excessive halos/glare and was unable to drive after surgery. Vision pre-operative (op): 20/25, vision post-op: 20/30. Dally activities were significantly affected. There was no vitrectomy, incision enlargement, or sutures required. Patient status reported as temporarily impaired. No other information was provided.

Manufacturer narrative:
Section a4/a5: information unknown/not provided. Section b3: date of event: exact date unknown/not provided. Best estimate date is between (B)(6) 2022. Section e1: telephone number: (B)(6). Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect - clinical code: 2140 glare, 2140 visual disturbance- dysphotopsia. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.